Event description:
A clinical director reported a case of bilateral dry eyes, observed on a pt three month post lasik treatment. Pt noted eyes burn every day. Add'l info has been requested. There are two related reports for this pt. This file addresses the pt's left eye, and another MFR report will be filed for the fellow eye.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).